Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  After an evaluation of the electronic device records, it was observed that the battery had been removed and reinserted on multiple occasions, which upon reinsertion, could make the device appear as if it was powering on automatically.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was powering itself on and was only able to be powered off when the battery was removed.  The on button did not appear to function.  There was no report of any patient use associated with the reported issue.